Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -17.00/2.0/115 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. It was reported the wrong lens was implanted due to the assistant in the operating room grabbed a lens intended for a different patient; once the mistake was realized; intraoperatively the lens was removed and replaced with the correct lens and the problem was resolved but notes "blurry with some ghosting but is resolving with mr". See MFR# 2023826-2022-01738 for replacement lens.